Event description:
Same case as: 2134265-2013-09254. It was reported that a guide wire fracture occurred. A 1.50mm rotalink plus and a 330cm rotawire were selected to treat the target lesion. During platform testing outside of the patient, it was noted that the guide wire was fractured proximal to the guide catheter. The rotalink and the rotawire were exchanged for another of the same of each device to complete the procedure. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device lot number: corrected from 0016401886 to 16454537. Device expiration date: corrected from 08/31/2015 to 09/30/2015. Device manufactured date: corrected from 10/02/2013 to 10/17/2013. Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out. No visual issues were noted. A connect/disconnect test and a tug test were carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to wire guide the returned unit using a test wire guide. Resistance was met in the annulus of the burr. The burr was microscopically examined. The annulus of the burr was misshapen. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip.¿ and includes ¿complications associated with the guidewire includes distortion, kinks, and fracture¿. (B)(4).

Event description:
Same case as: 2134265-2013-09254. It was reported that a guide wire fracture occurred. A 1.50mm rotalink plus and a 330cm rotawire were selected to treat the target lesion. During platform testing outside of the patient, it was noted that the guide wire was fractured proximal to the guide catheter. The rotalink and the rotawire were exchanged for another of the same of each device to complete the procedure. No patient complications were reported and the patient&#38112;status is fine.